Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical (B)(6) results were obtained by the laboratory personnel. Repeat testing was performed to confirm the results as (B)(6). There was no indication that results were reported out and there was no report of patient impact. Assays used: (B)(6). The following information was provided by the initial reporter: it was reported that epp discrepant results reported by mas."

Event description:
It was reported that while using the bd instrument max clinical 16 false positive results were obtained by the laboratory personnel. Repeat testing was performed to confirm the results as negatives. There was no indication that results were reported out and there was no report of patient impact. Assays used: giardia the following information was provided by the initial reporter: "it was reported that epp discrepant results reported by mas."

Manufacturer narrative:
H6: investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported receiving false positive for giardia on 16 runs with subsequent run resulting in negative results. Database and log file review of the instrument shows normalizer drift on rox channel with raw data showing erratic curves. Service is monitoring the instrument for positivity rate. In future cases, the internal team is discussing the potential of replacing the instrument. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2017, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the failure mode reported. No samples were returned for investigation, therefore return sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by database and log file analysis. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.